Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump went into threshold suspend when her blood glucose level was not low. The customer's sensor glucose reading was 62 mg/dl but her blood glucose level was 105 mg/dl. The device was not returned.